Manufacturer narrative:
(B)(6). Date implanted - implanted on an unknown date in 2001. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Patient has been indicated for a left knee revision due to poly wear; however, no revision has been reported to date. No additional patient consequences were reported.